Event description:
The complainant reported on november 9, 2006 that, a female patient (age unknown) underwent a diagnostic egd procedure. The radial jaw 4 biopsy forceps was utilized within the duodenum when the radial jaw 4 biopsy forceps took a bite of tissue and perforated the patient's duodenum. The patient underwent surgery and did not sustain any complications. The patient condition was reported as 'stable.'

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.